Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The peripheral component interconnect (pci) was replaced. The unit operated to the manufacturer's specifications. Per the fsr, the perfusionist reported that they had turned the monitor on, and the screen had been working before blacking out and giving the error message.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service. Error logging in process error' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.